Manufacturer narrative:
Age at time of event: in her 70s. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-00764. It was reported that stent damage occurred. The target lesion was located in the right superficial femoral artery. An epic¿ vascular stent was advanced and implanted. The delivery system and guidewire were inadvertently removed together from the patient. A new wire was engaged and post-dilation was performed. The physician was not satisfied with the results and implanted a second epic¿ vascular distal to the first. Upon removal of the delivery system, the nosecone became stuck on the previously implanted stent, causing the implanted stent to elongate. The device was removed by disengaging the wheel lock on the handle and resheathing the deployment system. The second epic stent was post-dilated. It was noted that a vessel dissection had occurred. A non-bsc stent was deployed to cover both previously implanted stents. There were no further patient complications reported.